Manufacturer narrative:
Trackwise ID (B)(4). Device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, 7mm extended length endoscope was blurry/poor image provided ( looks like water was in scope). A replacement device was used to complete the procedure. The hospital didnot report any patient effects.

Event description:
N/a

Manufacturer narrative:
Trackwise#: (B)(4). A lot history search is not applicable because this is a reusable, OEM device. Due to the age of the device, a c of c is not readily available on-site. The device was not returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. It is not possible to confirm the reported complaint.